Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge service technician will investigate the unit in question.

Event description:
It was reported that the isolating transformer of the sprintercart failed. A (B)(4) and a cardiohelp were connected during fail. The cardiohelp was changed during treatment. No harm to any person has been reported. Complaint #: (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge service technician will investigate the unit in question.

Event description:
It was reported that the isolating transformer of the sprintercart failed. A hu35 and a cardiohelp were connected during fail. The cardiohelp was changed during treatment. No harm to any person has been reported. Complaint #: (B)(4).

Manufacturer narrative:
It was reported that the isolating transformer of the sprintercart failed during treatment. A hu35 and a cardiohelp were connected during fail. A getinge service technician was sent for investigation on 2022-01-04. He could confirm the failure and replaced the fuses. The fuses did not solve the failure. Therefore, the power supply unit was replaced to restore the function. The unit was tested and put back in use. The power supply unit is not available for investigation. Thus, an exact root cause could not be identified. However, with reference to the current risk file the root cause could be determined as a failure of the power supply (power cord disconnected/damaged/failure, defective transformer). Based on this results the reported failure "isolating transformer failed" could be confirmed. The involved cardiohelp was manufactured on 2021-11-17.the device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6) ) was reviewed on 2022-01-18. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).